Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation uncovered a missing rear foot, the top cover was rusted, the front panel chassis was rusted, the bottom chassis was rusted, and front panel mouth was chipped. The scope socket was worn out and corroded, a faulty limit switch was working intermittently, a non ¿ olympus lamp life meter was reading below 50 hours and light output measured within range. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus during preparation for use, the front panel was flashing on the evis exera ii xenon light source. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and to provide additional information regarding the customer's initial complaint that was inadvertently not included in the initial medwatch. In addition to the front panel flashing, the customer also alleged that it appeared the emergency lamp was not functioning. During inspection and testing of the returned device, the allegation was not confirmed, as the emergency (spare) lamp was functioning without issue. The device history record was not able to be reviewed for the subject device since it has been over 16 years since the device was manufactured. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, all of the lights on the front panel were flashing due to the faulty limit switch. The root cause of the faulty limit switch was not able to be determined. Per the legal manufacturer, the other device defects included in the initial MDR have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.